Manufacturer narrative:
The customer reported that the ventricular tachycardia (v-tach) alarm on the central nurses station (cns) was alarming orange (warning) instead of red (crisis). Customer was asked to check the org settings and found that the alarm was set to warning. The issue has been resolved. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the ventricular tachycardia (v-tach) alarm on the central nurses station (cns) was alarming orange (warning) instead of red (crisis).